Event description:
It was reported that the device would not recognize the quik-combo therapy cable connection. Hence, the device was not able to provide defibrillation therapy in the reported condition. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable at the failure analysis center and determined the cause of the reported failure to be an open wire between two pins, one and three.